Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced painful sexual intercourse, frequent bleeding after douching or intercourse, vaginal foul odor and vaginal discharge, problems with bowels, vaginal scarring, bloated stomach and abdominal pain. No additional information was provided. (B)(4) ¿dyspareunia; odor; bowel problems. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04561. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04561. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent transvaginal hysterectomy to treat pelvic organ prolapse. On (B)(6) 2007 the patient was found to have vaginal erosion with some bleeding and the area was cauterized. (B)(4).